Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous distal left anterior descending artery (dlad). A 4.0x12mm xience sierra stent delivery system was attempted to cross; however the shaft became kinked due to resistance with anatomy during advancement. It was noted during removal resistance was also met with anatomy. Another unspecified stent was used to successfully complete procedure along with non-abbott guide extension catheter. There were no adverse patient effects and no clinically significant delay. No additional information was provided.